Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on programmed parameters and device usage, a longevity calculation was performed and found to be below normal limits. No high current drain sources were found during bench, automated electrical, temperature, and humidity testing. The battery was sent to the vendor for further analysis. An internal battery anomaly was found to cause the premature battery depletion.

Event description:
The patient presented to the clinic after receiving a vibratory alert. Upon interrogation, it was noted that the device had reached end of service, 8 months post-implant. The device was explanted.